Event description:
During a pfa procedure, while in the left atrium with an agilis 13f, a small, thread-like object was noted on the non-abbott guidewire (cordis emerald guidewire) with ice. The non-abbott guidewire (cordis emerald guidewire) was withdrawn, the volt balloon was deflated, and the catheter was removed from the patient. After removal, a small thread-like object was observed attached to the non-abbott guidewire (cordis emerald guidewire). The material was removed and repeat ice imaging confirmed no residual foreign material. No visible damage was noted on the volt catheter. There were no insertion or removal difficulties noted. The volt catheter was replaced and the procedure was completed with no adverse consequences to the patient.